Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Blood glucose was not impacted. The customer reverted to an alternate method of insulin therapy. Customer declined to provide further information with tandem technical support pertaining to alternate insulin therapy.